Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the vacuum/aspiration was low during phacoemulsification and irrigation/aspiration mode causing the anterior chamber of the eye to become unstable. Occasionally, the occlusion tone was heard. The system was reset to resolve the issue. There was no patient harm.

Event description:
A company representative visited the site and worked with the surgeon, and the issue was determined to be with a re-usable I/a hand piece. The handpiece has been removed from use and there has been no further issues.

Manufacturer narrative:
Additional information provided in b.5., d.10., h.3., h.6., and h.10. The operator¿s manual contains instructions for proper prime and setup. The graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event. The company service representative had previously visited the site for reports of intermittent low aspiration during phaco and was unable to confirm or replicate the reported event. The fluidics module and the fluidics controller were replaced as a preventative measure. The system was then tested and met all product specifications. In response to another report of low aspiration during phaco, another company sales representative visited the site to discuss the event with the surgeon. The company sales representative discovered that the issue was related to a nonconforming I/a handpiece and not the system. No additional issues with aspiration have been reported since the handpiece was removed from use. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively as it relates to the system. The manufacturer internal reference number is: (B)(4).